Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons had been intermittently unresponsive and required hard button presses to elicit a response for nine months. It was reported that the keypad was starting to wear thin and was torn on the down arrow button. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a waistband and cleaned the pump by wiping it. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.